Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code of 16. This issue caused the customer's blood glucose level to exceed 500 mg/dl, and although the exact value was unknown, it was indicated as "high." The customer managed their high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support assisted in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed that a replacement pump would be sent with updated software, along with available training details. The caller agreed to put the pump in storage mode prior to returning it and to send it back within 10 days.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Cts to replace pump, customer will rely on multiple daily injection, and technical support planned to replace the pump.